Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) defib conductor distorted; full lead was returned and analyzed. The rv and svc exposed coils are distorted. The observed distortion of the exposed defibrillation coil likely resulted from inserting the lead through an introducer with a hemostasis valve. Inserting the lead using an introducer with a hemostasis valve may require a larger introducer than the size recommended, according to the 6947 technical manual. Blood in/on helix lobe mechanism (sleeve head).

Event description:
It was reported that the right ventricular coil was damaged. No patient complications were reported as a result of this event.